Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, g4, g7, h2, h3, h6, and h10. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned instrument shows it is cracked near the stem. Device history record was reviewed and no discrepancies were found. The root cause of the reported issue was due to repeated use of this instrument over a more than 10-year field life. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-00310, 0001822565-2020-00311, 0001822565-2020-00312, 0001822565-2020-00313, 0001822565-2020-00314, and 0001822565-2020-00315. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the provisional cracked. No adverse events have been reported as a result of the malfunction.